Event description:
It was reported that the "proximal end of the catheter shaft broke on this emerge balloon". Additional information was requested and is not available. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).